Manufacturer narrative:
(B)(4). The customer returned one arterial catheterization device for evaluation. The sample contained signs of use in the form of biological material. The guide wire was still contained inside the protective tubing and the proximal end was still connected to the slider. The coils were protruding out the needle that was connected to the device. Visual examination revealed the guide wire was severely unraveled. The point of separation on the core wire was discolored and pinched, indicating excessive force broke the wire. The wire was observed to be broken adjacent to the distal weld. The outer diameter of the guide wire measured 0.434mm which is within specification of 0.432-0.457mm per product specification. The length of the returned guide wire could not be measured as the wire was severely damage and still connected to the slider. The inner diameter of the needle measured 0.019" which is within specification of 0.0190-0.0205" per specification. When attempting to retract the coils through the needle to measure the inner diameter of the needle, the coils separated and the wire kinked. This did not affect the outcome of the investigation. The wire was not observed to be kinked prior. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user "if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The reported complaint of an unraveled guide wire was confirmed by complaint investigation. The core wire broke adjacent to the distal weld. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Quarterly trending indicates a low, stable rate for unraveled guide wire complaints. Based on these circumstances, use error likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide) unraveled in the patient during extraction. The line was removed.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) unraveled in the patient during extraction. The line was removed.